Manufacturer narrative:
The tech found the brake pads were not making firm contact with the caster wheels. He adjusted the brake pads on all four casters to repair the stretcher.

Event description:
Info received indicates the brake is not holding.